Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a check supply line alarm, which occurred on the homechoice (hc) during fill while refilling the heater. The home patient (hp) stated the heater bag became disconnected earlier so they added another bag, then machine was alarming check supply line. The technical service representative (tsr) advised the hp would need to end therapy because the bag was disconnected and reconnected. The tsr assisted in ending therapy. The hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2012, product surveillance contacted the home patient (hp). The hp stated they did not make a secure connection between the line from the cassette and the bag. The hp stated they understood the proper procedure for setup. The hp stated they have been performing therapy successfully since the incident. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was confirmed because the home patient stated they did not make a secure connection between the line from the cassette and the bag. The cause was use error. The label review found the labeling adequate for the use error in this complaint.